Event description:
On 03/13/2007, the lay-user/patient contacted lifescan alleging that a one touch fasttake meter was powering off during use. It is not known when the alleged meter issue started or how long the pt was unable to test her blood glucose for. On an unspecified date during the time of concern, the pt developed symptoms of rapid breathing, feeling hot and red, and having no energy. While having the symptoms, the pt was able to test her blood glucose with her mother's unidentified meter. She remembered getting a reading of "290 mg/dl" with her mother's meter. Prior to the symptoms developing, the pt remembered getting a reading of "240 mg/dl" on the reported meter. It is not known what actions the pt took after getting the result of "240 mg/dl". She visited her doctor of three months earlier, because of the meter issue and symptoms. The pt denied receiving any medical treatment. The pt's blood glucose was tested in the doctor's office using an unidentified device. She was only told that her blood glucose was "high". The customer care advocate (cca) noted that the pt was using expired test strips and control solution. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: when the meter issue started, the pt's testing frequency, how often she was able to test with her mother's meter, her medication regimen, and if she was following the regimen as prescribed during the time of concern. In addition, it would have been helpful to know what her normal/expected blood glucose results are, what actions the pt took after the symptoms developed, and how long the pt was using the expired test strips for. This complaint is being reported due to the following conclusion: the pt alleged that she was unable to test her blood glucose on the reported meter because it was powering off during use. It is not known what the duration of the power issue was. The pt developed symptoms suggestive of hyperglycemia and obtained a blood glucose reading of "290 mg/dl" using another device. The pt sought medical attention and was told by her doctor that her blood glucose level was "high".

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.